Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a ruptured iab. Condensation was noted in the iab helium driveline, and there was loss of augmentation. There were possible helium loss alarms 24 hrs. Prior but no alarms on the day that the condensation was noted. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that there was a ruptured iab. Condensation was noted in the iab helium driveline, and there was loss of augmentation. There were possible helium loss alarms 24 hrs. Prior but no alarms on the day that the condensation was noted. As a result, therapy was discontinued. There was no report of patient complications, serious injury or death.